Event description:
This report summarizes 69 malfunction events, where it was reported the devices experienced a fluid leak onto the floor. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 63 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 6 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that the model number was reported incorrectly. The count of events has been corrected to reflect this.

Event description:
This report summarizes 65 malfunction events, where it was reported the devices experienced a fluid leak onto the floor. There was no patient involvement.

Event description:
This report summarizes 66 malfunction events, where it was reported the devices experienced a fluid leak onto the floor. There was no patient involvement.

Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 2 devices that were pending evaluation were evaluated in the field and it was determined the device experienced a fluid leak that did not reach the floor, which is not reportable.

Manufacturer narrative:
This supplemental is being filed to correct the count of events. One of the devices that was pending evaluation was determined to not be experiencing a fluid leak onto the floor. Two of the devices that were pending evaluation were confirmed to be experiencing a fluid leak.

Event description:
This report summarizes 68 malfunction events, where it was reported the devices experienced a fluid leak onto the floor. There was no patient involvement.